Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no damage was observed to the stent.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at the middle¿ was not confirmed, as the middle of the braid appeared to be opened with no damage. The cause of the ¿failure/incomplete at the middle¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, which eliminates it as a potential cause. In this event, the deployment of the braid in the vessel bend may have contributed to the failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Continuation of d10: model no: fg15150-0615-1s, serial/lot no: (B)(6), description: fg15150-0615-1s phenom 027 150cm microcatheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the middle section of a pipeline embolization device (4.50mm x 20mm) did not open. The patient was undergoing aneurysm flow diversion surgery for treatment of an unruptured, saccular, internal carotid artery (ica) aneurysm with a max diameter of 7 mm and a 5 mm neck diameter. The arterial landing zone diameter was 4.25 mm distally and 3.9 mm proximally. Ica access vessel diameter was 5 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered and the pru level was 250. Angiographic results post procedure were reported as good. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline device was used as intended (on-label). It was reported that the pipeline stent opened at the distal end but the middle section did not open when more than 50% of the device was deployed. The vessel was tortuous and looped, and the middle section of the stent was positioned in a bend. The device was resheathed and unsheathed less than or equal to 2 times but the middle section still failed to open even after exposing 70% device. No additional steps or other devices were used to open the pipeline. The device was resheathed and removed along with the microcatheter. A non-medtronic flow diverter of the same size and diameter was used to complete the procedure. No patient symptoms or complications were associated with this event. Ancillary devices included: fubuki 6f 80cm sheath, cat 5 (catalyst 5) guidecatheter, phenom27 microcatheter, traxcess guidewire